Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during an ssro surgery, the surgeon cut the plate with the cutter. However, the other area of the plate was cracked and the plate became unavailable. As a result, the surgeon used another available plate.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The macroscopic and microscopic investigations shows that the plate was heavily damaged (incised) by medical instruments during the adaptation to the anatomy of the patient. Thereby a partial and a complete separation of the plate occurred most likely from a cutting plier. The investigation with sem shows the typical structure - two areas (cropped and sheared off) of a breakage resulted from cutting with a cutting instrument (most likely a cutting plier). Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that during an ssro surgery, the surgeon cut the plate with the cutter. However, the other area of the plate was cracked and the plate became unavailable. As a result, the surgeon used another available plate.